Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the insulin pump had failed battery test alert. The blood glucose was unknown at the time of the incident. The customer received a low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery now in less than 10 hours after low battery warning. Customer declined troubleshooting for the low battery alarm and failed battery test alarm. Troubleshooting determined that, the insulin pump should be replaced. The device will,be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery alerts, failed battery test alarms, replace battery alerts, replace battery now alarms, pump error alarms noted during testing or in the insulin pump trace download. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.